Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test; however, unable to prime unit during prime/delivery test due to faulty forced sensor resistor. Unable to perform occlusion test or verify air bubble in reservoir due to prime anomaly. Unit received with broken belt clip slot. Unit received with cracked battery tube threads. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call indicating air bubbles in reservoir and infusion set at primarily nights. Customer's blood glucose was 290 mg/dl, 442 mg/dl and 374 at the time of call, which were treated with infusion set change. Customer reported that insulin was room temperature when used. Customer also reported that battery compartment was cracked. During troubleshooting for high blood glucose, insulin pump passed high pressure test. Customer was advised to contact healthcare professional regarding high blood glucose.